Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa se & co. Kg (oekg) requested the facility to provide the information regarding reprocessing, however the facility did not provide and oekg could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -candida other detailed information such as the number of microbes or the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. - instrument channel: gram positive bacteria (1(bacillus)cfu/endoscope), coagulase negative staphylococci (2cfu/endoscope), micrococcaceae (1cfu/endoscope) the testing result cleared the french guideline. The subject device was checked and following were found. - the inside of the instrument channel was perforated. - the water supply connector was leaky. - the adhesive of the bending section rubber was damaged. - the remote switch 1 was damaged. - the angulation had too much play and insufficient. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.